Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets fell off during use event on (B)(6) 2026 and (B)(6) 2026. The infusion set was in use for three hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.